Event description:
During evaluation of a returned large volume folfusor, a leak was identified to be coming from the bladder crimp. The device was filled with 0.9% sodium chloride and fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 8, 2013 and march 11, 2013. The sample was visually inspected and functionally tested. The functional leak test identified a leak coming from one side of the bladder crimp. A batch review was conducted and it was found that during manufacturing, there was a leak at the bladder crimp of one representative sample. Additional samples were tested and the lot passed the sampling acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the incomplete crimp was not determined. A CAPA has been opened to address this issue.